Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vision blurred ("I had the nausea patch and had blurry vision") and procedural nausea ("nausea post op"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and procedural nausea outcome was unknown and the vision blurred had resolved. The reporter considered medical device removal, procedural nausea and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vision blurred ("I had the nausea patch and had blurry vision") and procedural nausea ("nausea post op"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and procedural nausea outcome was unknown and the vision blurred had resolved. The reporter considered medical device removal, procedural nausea and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.